Manufacturer narrative:
Product analysis : analysis confirmed incoming complaint of an error. It was revealed that the programmer touch screen assembly had a defect. The part required to restore touch screen functionality is no longer available. The programmer will be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error code. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer tested out of specification during manufacturer analysis.